Event description:
It was observed during the device inspection, that the rigid rhinoscope's light guide end face was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the suggested event was caused by improper handling and application of excessive force, and impact to the distal end of the telescope due to fall, shock, or similar stress. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.